Event description:
On (B)(4) 2013, the patient called animas to report that she had same day hernia surgery, during which the pump was removed on (B)(6) 2013. She was discharged home and resumed the pump that day. The next morning, her husband found her unresponsive and she was hospitalized for testing to rule out a heart attack. A cardiac event was ruled that out and it was decided her unresponsiveness was a result of low blood glucose (bg). She is not aware of what her blood glucose (bg) level was at time of admission to the hospital. Patient reports the time/date are correct on her pump and all settings have been checked and are set correctly; she declined troubleshooting of pump. There is no indication of pump malfunction. This complaint is being reported due to the allegation that a patient on pump therapy was hospitalized for hypoglycemia

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 11/28/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: the black box records start on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint: the pump information for the complaint date has been overwritten.